Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had been having terrible urinary problems for years and the device did cause them to release but it seems like it won't stop. Patient mentioned they had called their healthcare provider (hcp) and they said they have to come in but patient stated they can't. Patient noted during the first days after the implant, they were able to sleep at night without having to change the pad and they could go more than 3 hours without peeing their pants or they could sit and drink some fluids without going to the bathroom 5 times just from drinking a small amount of food but now they said not having control over their bladder. Patient confirmed that they could feel the pulses going through their body and leg when adjusting the intensity. The patient was redirected to their hcp to further address the issue. As the patient cannot go out to a follow up appointment, they will contact their hcp by phone to receive the instruction to adjust the therapy if necessary. Patient will call back if they require assistance doing that. Patient reported that their baseline symptoms returned and lost therapy benefit.